Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a pneumatic hand pump was used during an achalasia procedure of the lower esophageal sphincter, performed on a (B)(6) old female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during preparation, upon removal of the device from the packaging, the physician noted that the needle of the pressure gauge was reading inaccurately. However, the physician continued the procedure and used this device to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned complaint device was performed and the needle of the gauge was found to be indicated between 14psi and 15psi. Functional testing was performed per specification. Upon pumping the bulb, the needle went from approximately 15psi to approximately 22psi; the needle then immediately started to drop, indicating the device contained a leak. An air leak was found at a hole in the bottom of the pump bulb. Based on the condition of the returned incident device, the complainant's report that the needle of the gauge was stuck at 15psi was confirmed. This event is likely due to the device being jarred and the bulb loosening during handling; therefore, the most probable root cause for this complaint is handling damage. A DHR (device history review) was performed and confirmed the device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a pneumatic hand pump was used during an achalasia procedure of the lower esophageal sphincter, performed on a (B)(6) female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during preparation, upon removal of the device from the packaging, the physician noted that the needle of the pressure gauge was reading inaccurately. However, the physician continued the procedure and used this device to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.